Event description:
Pt had removal of breast implants due to capsular contracture and complaints of hardness and sensation of tearing and pain in left breast. Implants were in subglandular position. The right implant was found intact and weighed 310 gms with the capsule. The left implant was ruptured and weighed 245 gms with the capsule. Microscopic evaluation of capsule tissue revealed foreign body reaction and fibrosis of surrounding tissue. Pt had submuscular saline breast implants placed in the right and left breasts, filled with 450 cc and 500 cc respectively.